Manufacturer narrative:
A partial lead was returned, and the reported events of noise and intermittent capture was confirmed. During the testing, the hi-pot test failed, and an internal insulation abrasion breaching the ring electrode cable lumen underneath the right ventricular shock coil was noted 3.8cm to 3.9cm from the distal tip. The etfe cable coating was abraded in this location, and the cause of the event was isolated to the abrasion.

Event description:
New information received on 11 nov 2021 indicated that the patient presented with more inappropriate shock, and the device was programmed off. On (B)(6) 2021, the right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead exhibited noise oversensing. Patient received several inappropriate shocks and was shocked into ventricular fibrillation, experienced shortness of breath and passed out. Device shocked patient out of ventricular fibrillation and patient was stable. Programming changes were made and it was noted that pacing capture was not stable anymore. Lead revision was discussed but only programming changes were performed.